Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/24/2015 and evaluated by lifescan product analysis on 4/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed an ¿apply control solution¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at an unspecified time when the patient reported obtaining a meter message ¿apply control solution¿ on the subject device when attempting to measure his blood glucose. The patient stated that he manages his diabetes using a combination of medications, specifically ¿velmetia and repaglinide¿. It is unclear whether the patient made any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿shaking, sweating and not feeling well at all¿ approximately 5 hours after the reported issue began, and reportedly self-treated by consuming additional food/drink on (B)(6) 2015 at approximately 5pm. At the time of troubleshooting, the csr noted that it was not the first use of the product and there was no misuse. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.